Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on the morning of (B)(6) 2013 she tested eight consecutive times with the subject meter and received a message of "hi" with all the tests. Per the onetouch ultra2 owner's booklet, a message of "hi" appears when the meter detects a blood glucose greater than 600 mg/dl. The patient informed the cca that she manages her diabetes with insulin. The patient reported taking "500 units" of humalog r after testing with the subject meter. The patient reported developing symptoms of sweaty 4 hours later; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using test strips that appeared in good condition and were not past their expiration or discard date. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate result with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.